Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and insulin pump was not giving insulin. Customer's blood glucose level was 400 mg/dl at the time of incident and other blood glucose level was 227 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as difficulty in breathing related to high blood glucose level. The device will be returned for analysis.